Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the calcified and moderately tortuous, mid left anterior descending artery. The physician implanted a 2.50x16mm promus element stent in the target lesion. Then, the physician advanced a nc quantum apex balloon catheter for postdilation, however the balloon catheter came into contact with the implanted stent and it shortened about 2mm. The procedure was completed by postdilating with the same nc quantum apex balloon and the physician confirmed that the stent was apposed to the vessel with intravascular ultrasound. No further patient complications were reported and patient's status is good.